Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) reported that the iabp system was failing on the customer's trainer and balloon. The stm tested the iabp on a known working balloon and trainer and all tests were good. The iabp passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer stated that the cs300 intra-aortic balloon pump (iabp) had an autofill failure while connected to the trainer. No patient involved and no adverse event reported.